Event description:
Healthcare professional reported that patient was injected with juvéderm® volux in mandibular region. At an unspecified time later, patient developed lump on chin. Six months after juvéderm® volux injection, patient was injected with harmonyca¿ with lidocaine. At an unspecified time later, patient developed 2 granulomas (no biopsy provided) in mandibular region. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00438 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux (lot number 1000501453).

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.